Event description:
Allergan aesthetics received a report from a patient who received coolsculpting treatment to the submental area and lower abdomen and presented with possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5 and h6. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient who received coolsculpting treatment on (B)(6) 2019 to the submental area (chin), to the lower abdomen on (B)(6) 2019 to an unspecified area and presented with possible paradoxical hyperplasia (ph). Liposuction was indicated on (B)(6) 2021 to the patient chin by dr. (B)(6).

Event description:
Allergan aesthetics received a report from a patient who received coolsculpting system treatment on (B)(6) 2019 to the submental area (chin) using the coolmini applicator and on (B)(6) 2019 to the lower abdomen using an unknown applicator. The patient was presented with paradoxical hyperplasia (ph) to the submental area (chin) and abdomen. Liposuction was indicated on (B)(6) 2021 to the patient chin by dr. (B)(6).

Manufacturer narrative:
Additional information: a2, b5 , b7, d4, g2, h4, h6 (b22 to b15), and h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.